Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of zelante dvt thrombectomy system with a power pulse device attached to the bag spike. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelante dvt¿ was selected for a venous thrombectomy procedure. Aspiration was initiated inside the body for approximately 30 seconds. However, an error message to check saline supply displayed. Aspiration stopped and they attempted to troubleshoot the problem but were unable to clear the error. The procedure was successfully completed with a new zelante dvt catheter. There were no patient complications reported.